Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) for one patient on their e411 analyzer. The patient's initial hcgb result was >10000 miu/ml. The sample was auto-diluted 1:100 and the repeat result was 46.5 miu/ml. The customer stated they changed to new reagent and new universal diluent packs with the same lot numbers and saw the same problem when the patient's sample was repeated. The sample was repeated again without dilution and the result was >10000 miu/ml. The sample was auto-diluted 1:100 and the result was 136.1 miu/ml. The sample was then pre-diluted 1:100, and the result was 18670 miu/ml. The customer stated they performed a double-check on another analyzer and reported the result from that analyzer. Additional details for this result were not provided. The patient was not harmed by this event. The hcgb reagent lot number was either 170601 with an expiration date of 06/29/2014, or 171601 with no expiration date provided. The field service representative went on site and found a leakage in the tubing system of the analyzer. He fixed the problem. The analyzer was performing within specifications after repair.

Manufacturer narrative:
This event occured in (B)(6).